Event description:
Over uf, it was reported that a patient lost 4kg of fluid in 1 hour. Patient felt unwell after 40-50 minutes into treatment. Ultrafiltration was stopped and new dialyser used. Treatment was ultimately terminated. Patient felt well enough to go home. Faulty valve to be returned for investigation.